Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported failure to grasp the leaflets was due to procedural circumstances/operation context. The reported difficult positioning was due to the reported failure to grasp the leaflets. The reported clip opening was an outcome of tension on the device resulting from the failure to grasp the leaflets. Lastly, a conclusive cause for the reported failure to close the clip could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip open while lock. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted previous cardiosurgery, transcatheter aortic valve replacement (tavr), restricted anterior mitral leaflet and posterior mitral leaflet, and tethered leaflets. The first xtw clip delivery system (cds 01104u107) was steering down to the valve; however, steering was difficult due to the suboptimal transseptal puncture. The height was adjusted and the ¿+¿ knob of the steerable guide catheter (sgc) was applied a bit more. Grasping was attempted, but was insufficient and it was suspected that clip became stuck in chordae. The procedure continued, and the clip grasped the leaflets. Then when establishing final arm angle/efaa, the clip opened while locked. The efaa test was performed several times and failed. Then on the last efaa, the clip jumped opened while locked. Troubleshooting was performed and the clip was freed from chordae. Then the cds was retracted back into the let atrium to perform efaa. The clip opened slightly to 5 degrees but remained stable. Therefore, a decision was made to continue the procedure with the clip and attempt grasping one more time. However, once the initial grasping was achieved, the clip opened during efaa. The cds was removed with the clip attached, and was replaced. A second xtw cds (01104u186) was advanced to the mitral valve, and the clip was able to grasp both leaflets with difficulty due to tethered leaflets. But then the clip opened while locked when efaa was performed. Troubleshooting was performed but failed. The clip opened while locked during efaa and chordae was observed entrapped in the posterior clip arm. The cds was retracted back to the left atrium, and efaa was re-performed. Efaa test past, and another grasping attempt was made. The clip grasped the leaflets fine, but the clip opened while locked during efaa. Troubleshooting was performed, and the clip was freed from chordae. The cds was removed with the clip attached. The physician stated the width of both xtw clips might have entrapped chordae with its broader paddle and that the tension was enough to keep the clips to an unlocked status. Additionally, both clips did not fully close during grasping. The clips would close only to 30-30 degrees. The procedure was successfully completed with an xt clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.